Event description:
A customer contacted global technical service (gts) regarding a high drain 101/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice (hc) after use. The technical service representative (tsr) had the home patient (hp) press go to record the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported alarm. The nurse stated that she was aware of the alarm. She stated that she believed the alarm was caused from the patient losing power due to thunderstorms in the area. She stated that every year there are bad thunderstorms and the power goes in and out during therapy, and when it comes back on all the settings on the procard are cleared. She stated that the patient has a surge protector but the power loss still occurs every year. The rn stated that the patient says the power goes on and off and then all of a sudden her bags are empty due to the change in settings. She stated that she had no doubt in her mind that is what caused the high drain alarm because she stated the patient never gets them otherwise. She stated that besides this issue there have been no additional problems with therapy. No patient injury or medical intervention was reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was false empty detect and use error, the clinician inappropriately set the minimum drain volume percent setting too low. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.